Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is use error - poor aseptic technique.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter-employed nurse from (B)(6) of break in aseptic technique and peritonitis in a patient, coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). On (B)(6) 2011 the patient experienced peritonitis and was hospitalized on the following day, (B)(6) 2011. The cause of the peritonitis was break in aseptic technique further described as the patient made a mistake, did not wear mask and area not clean before starting pd therapy. The patient started treatment with vancomycin (1gm, IV, on the first day and continuing every day), amikacin (50mg, ip each exchange), heparin (1000u, ip, each exchange), vancomycin (2gm, IV every day, on the 7th day). It was unknown if the peritonitis had resolved. The patient remained hospitalized. Dianeal therapy was ongoing as was remedial therapy with vancomycin, amikacin, and heparin. Concomitant medications were not reported. The nurse believed that the peritonitis was not related to dianeal therapy. A causality statement for break in aseptic technique was not provided.